Manufacturer narrative:
(B) (4).

Event description:
The pt received laser treatments (not specified). Afterward, the pt had a loss of therapeutic effect. Her headaches had returned. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.